Event description:
I had pigskin mesh put in for rectal prolapse. It was attached from my stomach to my rectum. Immediately after the mesh was inserted I started to have problems. My ob/gyn doctor could feel the mesh and see that it was not attached where it should be. I was having pain in my hips and numbness that went down my leg. I was also unable to work. I saw 7 different doctors and it took 1 1/2 yrs before they decided to take the mesh out. The operating doctor said the mesh never attached, it floated around and tried to attach to my appendix, therefore, he had to remove my appendix also.

Event description:
Add'l info received from reporter on 05/13/2015. This is a supplemental report. My 1st report was given on (B)(6) 2015. I was told this info was needed to complete my report. So if I am mistaken on this I need someone to contact via cell (B)(6) xen matrix surgical graft (MFR). Ref # (B)(4)/ lot # huvebl02.